Event description:
It was reported that the patient underwent cervicotomy on (B)(6) 2014 and suture was used. Before a cervical conization, the needle broke while the physician was suturing tissue to prevent bleeding from surrounding arteries. X-ray was performed to search for broken needle and the patient experienced damage to surrounding tissue and bleeding. Following hemostasis, the procedure was stopped and postponed. The patient was temporarily discharged from the hospital and will be scheduled to have another surgical procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch hh6130.

Manufacturer narrative:
It was reported that the patient underwent cervical conebiopsy on (B)(6) 2014. Resection of cervical cone was not performed in the initial surgery and will be performed in another surgical procedure. The current patient status is stable. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. Batch # hh6130, mfg date (B)(6) 2014, exp date 07/31/2019.

Manufacturer narrative:
Conclusion. According to visual inspection of the actual device, no device failure was detected and the product is within specification.